Event description:
It was reported that during a da vinci hysterectomy procedure, the endowrist one vessel sealer instrument was taking a very long time to seal, not sealing. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient. On 03/04/2015, intuitive surgical, inc. (Isi) obtained following information from the initial reporter: the vessel sealer instrument did work but the seal function took much longer than usual to seal. The cut function was normal. The vessels were not excessively large or unusual. He heard the usual low tone while it seals, then the two higher pitch happy beeps when it finished. The lower tone sealing usually takes 5 or 6 seconds, maybe 10 in some cases. For this instrument, it took 20 to 30 seconds. There were no error messages on the erbe, surgeon console or the vision cart. There was tissue effect, just much slower than usual, 2 to 3 times longer than what they are used to experiencing. He removed the instrument and cleaned the jaws, and this had no effect. Then instrument was removed and disconnected from the erbe and then reconnected, which had no effect. Then they switched to a different vessel sealer instrument and the sealing time was decreased to less than 10 seconds. There was no patient injury.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was able to confirm the reported complaint. Visual inspection found one electrode in the instrument grip tips was dislodged. A dislodged electrode can inhibit the instrument's sealing ability by causing shorting. The sealing test was performed and visually appeared to pass. The grip test was performed and passed. The jaw gap functional test failed. The electrical continuity test was performed and passed. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to vessel sealer instrument not sealing could likely cause or contribute to an adverse event, if the malfunction were to recur.